Manufacturer narrative:
Additional information in d8. The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history review, and field data review. Return testing was not completed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that lot performs as expected. Ticket trending review did not identify any issues or trends for the complaint list number. Device history record review did not identify any non-conformances or deviations associated with the complaint lot number. Historical performance of alinity I toxo igg reagents was reviewed using data gathered from customers worldwide. Median value(s) for the complaint lot are within the established limits and comparable to the historical reagent lot performance indicating the performance is acceptable. Labeling was reviewed and found to adequately address the complaint issue. Based on the investigation, no systemic issue or deficiency of the alinity I toxo igg reagent lot 47081be00 was identified.

Event description:
The customer observed false reactive alinity I toxo igg results for four samples that repeated negative with another method (vidas). There were no individual results provided. The customer sent the following details on the samples: sid (B)(6): ai04153 02jan2023 sid (B)(6): ai02446 25mar2023 sid (B)(6): ai02446 05may2023 sid (B)(6): ai02450 09may2023. There was no impact to patient management reported.

Event description:
The customer observed false reactive alinity I toxo igg results for four samples that repeated negative with another method (vidas). There were no individual results provided. The customer sent the following details on the samples: sid (B)(6): (B)(6)2023, sid (B)(6): (B)(6) 2023, sid (B)(6): (B)(6) 2023, sid (B)(6): (B)(6) 2023. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.